Manufacturer narrative:
(B)(4). The customer reports that the device has buttons that are sticking when doing op check. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into use. We will consider this a malfunction of the processor pca that caused failure of the buttons when doing ops check.

Event description:
The customer reports that the device has buttons that are sticking when doing op check. There was no reported pt involvement.